Event description:
Pt was admitted to inpatient facility following loss of consciousness during an in-center hemodialysis treatment. No additional info was provided to the manufacture.

Manufacturer narrative:
System one log file analysis confirm the presence of air within the cartridge line. A total of five arterial air in line alarms occurred starting 2 hours/12 minutes within the hemodialysis treatment. These alarms were followed by eight venous air in line alarms, all of which were reported by both the control processor (cp) and safety processor (sp) venous air sensors. Due to the redundancy of these air detectors, air was present in the venous line during this time and the cycler alarmed appropriately. The user did not take the appropriate steps to resolve these air in line alarms. This is indicated by the user pressing mute-stop-treatment in rapid succession leaving no time to evaluate for the presence of air within the cartridge line. The user guide provides adequate info for operator actions to take in the event of these air alarms. The source of air in the system is unk and cannot be determined by log file analysis. The cartridge was not returned to the manufacture. Using the cited cartridge lot number, no trending was evident for similar occurrences.